Manufacturer narrative:
(B)(4).

Event description:
During an anterior cruciate ligament repair using the flexible passing pin 13.5 x 2.4mm, it was reported that the surgeon drilled the flexible passing pin into the femur through the orange handled guide. The pin seemed to have failed upon reaching the far cortex due to the patient's excellent bone quality and the angle taken by the surgeon. The pin deflected off the far cortex and that created a stress point for the pin, thereby breaking it. The pieces that broke off were left in the patient as the surgeon decided it would be too invasive to remove them. The sales representative was in attendance. There was no reported delay.